Event description:
Caller reported that there was damage to the pump housing surrounding the usb port, impacting the customer's ability to charge the pump. No information was provided regarding the impact on the customer's blood glucose level, as the caller declined to share the details. Tandem technical support confirmed that the pump was still under warranty and arranged for it to be replaced. The customer was informed of the need for replacement, provided instructions on transportation, and requested to return the damaged pump using a pre-paid label and return box. No details were provided on the backup therapy the customer would use while awaiting the replacement.